Event description:
It was reported that a intellamap orion, polaris x, and intellanav mifi open-irrigated catheters were used in a pulmonary vein isolation ablation procedure. The cavo-tricuspid isthmus line ablation was performed successfully and the patient was discharged he following day. A day later following discharge, the patient was admitted to another facility for neurological deficit. The physician attributed the cerebrovascular accident to the procedure performed two days prior. It was further reported that the patent was discharged and a fill recovery was anticipated.

Manufacturer narrative:
The device was not returned for analysis and the complaint as reported could not be confirmed. There is no evidence this device was used in a manner inconsistent with the labeled indications. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellamap orion, polaris x, and intellanav mifi open-irrigated catheters were used in a pulmonary vein isolation ablation procedure. The cavo-tricuspid isthmus line ablation was performed successfully and the patient was discharged he following day. A day later following discharge, the patient was admitted to another facility for neurological deficit. The physician attributed the cerebrovascular accident to the procedure performed two days prior.